Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient's hemiarthoplasty was revised for dislocation. Neck length was increased from a +4 to a +8.

Manufacturer narrative:
An event regarding dislocation involving a unitrax head pr and unitrax sleeve was reported. The event was not confirmed. Conclusion: the event reported dislocation, dislocation occurs between the femoral head and acetabular bone there is no indication that the unitrax sleeve reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's hemiarthoplasty was revised for dislocation. Neck length was increased from a +4 to a +8.